Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Consumer called stating the brush that is inserted at the top almost went down his or her throat. It was the part where the brush is attached. The piece with the bristles. No injury was reported.